Event description:
It was reported that the patient had a surgical procedure to revise and replace an inflatable penile prosthesis (ipp) due to patient dissatisfaction. The patient felt that the current ipp was too narrow and wanted to upsize the device to larger cylinders. The patient is expected to fully recover following the procedure.